Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient faced infusion set crimped cannula within 3 hours of insertion. Site of insertion was abdomen. Patient replaced infusion set and resumed insulin successfully. No further information available.